Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis. Update 12/15/2016 clinical report states patient was revised to address adverse tissue reaction. No new information that would change the existing MDR decision. Update 1/11/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated metal ion levels (with labs), corrosion on the surface of the cup, and squeaking. Medical records from 2009 indicated possible radiolucency of the stem, but there was no mention of it within the revision operative note. The stem and cup are being added to the complaint. This complaint was updated on: 1/30/2017.

Manufacturer narrative:
Additional narrative: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided liner and femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. No other reports were found against the acetabular cup or stem. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.